Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: the first stapler handle popped open repeatedly when closed down upon tissue. A new stapler handle was brought into the field, and stapler fired correctly and without incident on the first firing. On the subsequent firing of this second handle, between 30-35mm of a 45mm staple load fired and then the stapler made a loud popping noise. After that, the knife blade would not advance and the stapler was impossible to unload. There was bleeding reported in excess of 2,250cc. The case was extended by more than 30 minutes. Another stapler was applied to the tissue to control the bleeding. The pt is currently stable and unharmed from incident. The blood loss was from the partial firing of the stapler.